Event description:
Per trust study adverse event form, this system was removed due to infection. The hospital discarded the system. Lumax 340 dr-t, MDR 1028232-2009-0916. Setrox s 53, MDR 1028232-2009-0917.